Event description:
It was reported that the patient presented for a device change out procedure. Upon review, the atrial lead exhibited noise over-sensing and inappropriate mode switch. Programming changes were made on the device. Patient was stable.